Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury

Event description:
Reporter indicated that "some recent increases in the frequency (of the patient's seizures) appeared to be correlated with intermittent readings showing high impedances." It is unknown if the increase in seizures is above pre-vns baseline. The patient's treating surgeon stated the high impedance readings are "suggestive of a potential loss of continuity in the cirucit or end of battery life." During exploratory surgery, a test resitor was placed in the pulse generator and produced impedance results within normal limits. It was reported that "a substantial amount of fluid was noted in the connector lock of the pulse generator" which was " a probable cause of the high impedance measurements." A replacement generator was implanted.